Event description:
This patient underwent repeat coronary angiography approximately thirteen months following the placement of (3) cypher stents. The reason for this follow up is unknown. The results revealed a stent fracture in (1) of the (3) previously implanted stents. Slight narrowing of the vessel was noted at this site. This finding required no intervention.